Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 425 mg/dl. The customer was treated for high blood glucose with a bolus 3.0u. The customer was assisted in reviewing settings in set up wizard. The customer stated that parameters were entered correctly. The bolus estimate was adjusted and explained to the customer that adjusting bolus estimate may cause high or low blood glucose. The customer was advised to monitor pump and his blood glucose was down to 309 mg/dl.